Manufacturer narrative:
The reported complaint of leakage was confirmed. No product samples, videos were returned for investigation. However an image was provided by the customer showing the involved product. A comprehensive failure investigation cannot be performed and a cause cannot be determined. Without the return of the reported sample a probable cause could not be determined. The device history report (DHR) for lot 13596341 was reviewed and no non conformities were found that would led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. However, a sample photo was provided- the investigation is pending.

Event description:
The event involved a transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush device, macrodrip where the customer reported a leakage and that the tubing has incomplete connection. The solution involved was unknown, but the device was used with normal saline in clinical practice. There was unknown patient involvement, and unknown patient harm.